Event description:
It was reported that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads are exhibiting noise, changes in morphology, and is suspected to have damaged or be defective. A technical service consultant reviewed device data, and provided recommendations for lead integrity testing, manipulation, movement maneuvers, x-ray imaging. At this time the lv lead remains implanted. No adverse patient effects were reported. Additional information was received. Intermittent loss of capture was noted on the lv lead. Technical services (ts) provided further troubleshooting recommendations for lead integrity. This lv lead remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads are exhibiting noise, changes in morphology, and is suspected to have damaged or be defective. A technical service consultant reviewed device data, and provided recommendations for lead integrity testing, manipulation, movement maneuvers, x-ray imaging. At this time the lv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.